Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device codes). Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿the effect of bone quality on tibial component migration in medial cemented unicompartmental knee arthroplasty: a prospective cohort study using dual x-ray absorptiometry and radiostereometric analysis¿, written by daan koppens, md et al, published in the journal of arthroplasty, 35 (2020) 675-682, 24 october 2019, was reviewed. The purpose of the study was to examine the influence of systemic and periprosthetic bmd on migration of the tibial component of cemented medial uka with 2 years follow-up. Depuy products used: uka sigma high performance partial knee system 65 patients received a fixed-bearing uka, sigma high performance partial knee or a competitor implant. Patellar resurfacing nor cement manufacturer were mentioned. The implants were mixed between two groups- a normal systemic group (bmd) and a low systemic bmd group (osteopenia and osteoporosis). Adverse events: three patients showed continuous tibial component migration; two in the normal bmd group and one in the low bmd group.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summaryno device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.